Event description:
The account generated a negative axsym hcv result on a patient who was a known hcv positive patient. In 2004 the account received sample as a needlestick source was a known hcv positive patient. Sampe was placed on the axsym analyzer in rack/position l01. The axsym performed the hiv-1/2 go assay, which tested negative, but the hcv and hbsag test order went to exceptions due to no hcv and hbsag reagent on-board. Sample was removed from the axsym and stored at 4 degrees celsius for further testing the next day. In the next day, the operator selected exceptions from the night before and requested a rerun of all outstanding tests. Sample was loaded in rack p instead of rack/position l01. A calibration of hbsag confirmatory assay was also requested. The operator loaded hbsag confirmatory reagent a in rack/position l01 using primary sample cup adaptors. The hbsag confirmatory calibration passed and a negative result for hcv and hbsag was reported outside of the laboratory. Later that same day, the account received hcv pcr positive results for sample from the reference laboratory. The original sample was retrieved from storage and rerun generating a reactive axsym hcv result (sample/cutoff = 117). Then, an aliquot from the primary sample tube was tested for all three markers generating hiv-1/2 go negative, hbsag negative and hcv reactive (sample/cutoff = 130) results.